Event description:
Refer to device section for follow up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported complaint on they test system. The axes controller platform (acp) board was installed onto a system and after programming it came up with no errors; however, when the cannula was installed an error was logged. It was noted the error was recoverable but would retuned when recovered. The board was scrapped as the serial number indicated it was from a batch of boards that had board via issues. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of the a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it would cause or contribute to an adverse event.

Manufacturer narrative:
As of the date of this report, the axes controller platform (acp) has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: prior to the start of a da vinci-assisted inguinal hernia repair surgical procedure, it was alleged the customer received repeated recoverable 32101 errors which could not be resolved. The customer used the patient side cart (psc) from their other da vinci system to perform the procedure. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted inguinal hernia repair surgical procedure, the customer received repeated recoverable 32101 errors. The customer had tried an emergency power off (epo) and a hard power cycle of the system with no change prior to contacting intuitive surgical, inc. (Isi). The isi technical service engineer (tse) uploaded the logs and noted repeated 32101 errors. The isi clinical sales manager (csm) who was onsite then had the customer reposition the system with no change. The customer was going to use the patient side cart (psc) from their other da vinci system to perform the procedure. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the csm stated that when attempting to recover the psc recoverable error, the system would report another error and would not move. It was indicated that the patient was in the room and ports had been placed. The csm performed a hard power cycle prior to calling into technical support. When on the line with the tse, the error was confirmed. The tse asked that they manually move the arms to see if the error would recover, but the issue persisted. The customer then elected to use the psc from another da vinci system and completed the procedure robotically with no patient injury or harm. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse verified the faults and replaced the axes controller platform (acp) 5 to resolve the errors.